Manufacturer narrative:
The returned device (product: 3387-40 l/n: j0437527v) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; cut through. The returned device (product: 37612, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device (product: 748251, sn: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. The returned device (product: 64001, s/n: unk) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# j0437527v implanted: (B)(6) 2005 product type lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 13-aug-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while trying to replace extension, the lead was sheared, trying to slide the boot cover off the extension. Manufacturer representative (rep) reports there was visual damage to the lead. No actions were taken and the issue is not resolved.

Event description:
The manufacturer representative provided additional information indicating that the issue has not been resolved and that a lead revision surgery will be scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the cause of the damaged lead is unknown but contributing factors included the lead being 20+ years old. Rep reported the patient will have another surgery to replace the lead but the replacement date is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.